Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. A review of the pictures showed that the wires were moved out of position. This happens when the shaft is either pulled / stretched, which breaks the silicone support between the wires, or when the shaft is scrubbed excessively, and the cleaning implement pulls the wires out of place causing the wires to not be supported. Without the sample, no other determinations can be made. No adverse trends have been identified related to this issue. No corrective actions are planned at this time. Complaint data and trends are regularly analyzed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during cleaning and inspection, it was found that the extended trachea part is kinked. No patient injury reported.